Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported being hospitalized due to high blood glucose over 700mg/dl. The customer was in a diabetic coma and unconscious. Troubleshooting could not be performed as customer's insulin pump has been lost. The customer stated that her diabetic coma was due to not paying attention to her blood glucose, not to the insulin pump. No further information was provided.